Manufacturer narrative:
Insulin pump was received with critical pump error open book image due to corroded electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error open book image. No moisture damage was found on the motor or the force sensor during visual inspection. Insulin pump was received with scratched case, display window cover damaged, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. No crack on the case behind the insulin pump near the battery compartment noted during physical inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a long crack that began from the top all along the length of the battery tube. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.